Event description:
Complainant alleged that while the staff was performing heart surgery on a pt (age unk), the pt went into cardiac arrest. An attempt to defibrillate the pt was made. The staff inadvertently attempted to use zoll internal handles that did not fit the device, and are incompatible with the zoll model pd2000 defibrillator. The staff then grabbed another set of internal handles that also did not fit the device they were using, as they also were incompatible for the pd2000 defibrillator. On their third attempt to attach the internal handles to the unit, the staff found compatible handles. The pt subsequently expired, but the complainant indicated that the pt outcome was not related to the inavailabilty of the internal handles.